Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the tubing. The customer's blood glucose level was 288 mg/dl. Reportedly, customer was using cold insulin with the pump. Tandem technical support (cts) instructed the customer to use room temperature insulin. Cts instructed the customer to use the fill tubing feature to prime out the air bubbles. Customer acknowledged.